Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Correction h6: patient codes. Labeling review: migration and erosion are listed as a potential adverse events in the physicians manual. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Risk review: a review of the ams 800 artificial urinary sphincter hazard analysis was completed and confirmed that the events of migration and erosion were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to the pump migrating through the skin on the scrotum. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to the pump migrating through the skin on the scrotum. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the reason for the revision was that the pump had migrated through the skin on the scrotum.